Event description:
It was reported to bsc/target that, "the doctor deployed fist coil successfully. Later in the case the 3x4 soft coil detached prematurely as it was being pushed into the aneurysm. It became apparent that the coil had detached and the dr. Attempted to remove the system and upon pulling back, a second loop exited the catheter. Once the catheter was removed from the aneurysm, the coil had completely exited the catheter and the coil lodged in the hepatic artery. Patient outcome was ok."